Event description:
A (B)(4) child was brought into our emergency room via ambulance with a super soothie pacifier wedged in her hypopharynx-posterior mouth-. Extraction was attempted by physician and respiratory therapist using magill forceps. These attempts were unsuccessful as they kept slipping off of the pacifier. Our surgeon arrived. He attempted to extract the pacifier with the magill and was also unsuccessful. The surgeon was able to use a tongue blade and push the tongue out of the way so he could clamp down on the pacifier using a kocher clamp and was able to extract the pacifier. The patient remained on oxygen and was placed in observation care for a few hours of continued monitoring to watch for throat swelling and airway compromise. The patient was released from the hospital four hours after the event in the care of her parents. The baby did suffer a few scrapes in her throat but no permanent damage was noted.